Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-apr-2023, mentor received additional information about the event. It was reported that the patient suffered from delayed wound healing in her right breast post implantation. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a mentor memoryshape breast implant 680cc gel breast prosthesis (right device) developed bilateral breast asymmetry. As a result, the patien underwent bilateral explantation and replacement with a mentor memoryshape breast implant 555cc gel breast prosthesis (left device) and a mentor memoryshape breast implant 680cc gel breast prosthesis (right device) on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.